Event description:
The reporter stated the surgeon inserted a 12.1 mm micl 12.1 implantable collamer lens, but the lens flipped upon insertion. The surgeon attempted to reposition the lens in the pt's eye, but was unable to, so not wanting to cause injury to the pt's eye, decided to remove the lens and implant the backup lens. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.